Event description:
Infected with acanthamoeba keratitis in the left eye after being treated by an ophthamologist with a "bandage contact lense" for unk origin keratitis, suspected herpes keratitis. Ongoing treatment will take at least six months to even begin to resolve and complete an outcome. Currently pt is blind in the affected eye and will need cataract surgery and corneal transplant before beginning possible vision rehabilitation. Possibility of being left blind in one eye will not be determined until the treatment course is completed and surgeries are finished sometime in the next year and a half.